Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and a fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient reported that the cartridge leaked last week, and that there was insulin in the cartridge compartment. The patient was unsure what part of the cartridge was leaking, and it may have been leaking from the connection between the cartridge and the tubing. The patient stated that she experienced blood glucose (bg) around 400 mg/dl with no signs or symptoms of hyperglycemia. The reported bg excursion does not meet the definition of a serious injury. The patient stated that she changed supplies and delivered a bolus, and her bgs returned to normal. This complaint is being reported because of the alleged cartridge leak. Leaking cartridges can lead to under delivery of insulin, which can result in elevated bgs.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.